Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation tmj right standard mandibular component, small catalog #: 24-6546 lot #: 370980a, biomet microfixation tmj left fossa component, small catalog #: 24-6563 lot #: 356440b, biomet microfixation tmj cross drive fossa screw catalog #: 99-6579 lot #: ni, biomet microfixation 2.4 mm system high torque cross drive screw catalog #: 91-2710 lot #: ni, biomet microfixation 2.7 mm emergency cross drive screw catalog #: 99-9950 lot #: ni. Therapy date: unknown. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the device remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00172 through 0001032347-2018-00177.

Event description:
It was reported by the patient she has difficulty chewing, difficulty opening mouth, facial swelling, and muscle spasms. She reports her physician prescribed medicine for the muscle spasms. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The parts remain implanted, therefore functional testing and inspections could not be made due to the products not being returned. No additional materials in the form of photographs, scans, x-rays, physician's reports have been provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00172-1, 0001032347-2018-00173-1, 0001032347-2018-00175-1, 0001032347-2018-00176-1, and 0001032347-2018-00177-1.